Event description:
It was reported that the patient's leads had high impedances. It was noted that the patient had a fall previously. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the physician opened the pocket site and found out that the leads were unplugged. The leads were then re-plugged in the header of the original ipg which resulted in most of the impedances being gone. Then the physician proceeded to close the pocket site. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.